Event description:
It was reported by the patient that the remote monitor started to smoke when it was plugged in. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the remote monitor began to smoke when it was plugged in. The monitor was returned and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The analysis results were further reviewed. These test results meet the specification for the power supply (<(><<)>11.5vdc). The input range for the monitor is 6-9vdc. Under load, when connected to the monitor, the power supply voltage decreases. A loaded test was not performed and therefore it is unknown if the loaded voltage of these supplies is in the operating range. However, the supplies show no evidence of malfunction and meet the power supply specification. It is highly unlikely that these supplies caused the reported failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the voltage was out of specification high on the power supply. The monitor was able to power up however the high voltage might damage a component.